Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that two needles were used simultaneously for the procedure. The needles were passed through a trocar. It is believed the active part of one of the needles touched the trocar and passed electrical current to the patient's skin, resulting in a burn at the needle insertion site. Treatment was provided however the type of treatment is unknown. The incident needles were discarded by the customer.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. Evaluation summary the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. The picture showed images, but did not show product. The reported condition was not confirmed. The investigation found no picture of the product was attached to the file. Pmv could not confirm the report. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that two needles were used simultaneously for a bone metastases rfa procedure. The needles were passed through a trocar. It is believed the active part of one of the needles touched the trocar and passed electrical current to the patient's skin, resulting in a burn at the needle insertion site. The burn was of degree 2-2.5. Local treatment was provided initially and later the patient underwent plastic surgery for debridement and vacuum. The incident needles were not saved. New information: the burn was within the skin and muscle of the superficial posterior ileum. The generator settings were standard ab lation, 2 needles rfa1530 for 13 minutes. There were no sounds or alarms when the needle was inserted through the trocar. Treatment for the burn included surgical debridement (x 2), vacuum dressing for 2 weeks and plastic surgery reconstruction. The patient was a (B)(6).